Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported suction was lost while cutting the bed cut. The patient interface was changed and cutting was started with canal off. Procedure was completed the same day. No harm to the patient was reported.

Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. Sample was returned. Failure analysis showed the reported problem could not be reproduced with the returned patient interface (pi). No deviation of docking or other issues could be detected. No problem was found with the pi. The reported problem could not be confirmed. No problem with the returned pi could be identified. The manufacturer internal reference number is: (B)(4).